Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a potential event that may be associated with use of the product. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. The medical team reported this event to by possibly related to the device and patient condition. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Gi bleeding is a known inherent risk associated with use of the device. Clinical factors that may have contributed to the reported event include anticoagulation therapy and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical database study that this patient was admitted to the hospital with complaints of a two week history of brown/maroon stool and constipation. Upon admission, the patient's hemoglobin levels were found to be significantly decreased though he denied experiencing bright red blood per rectum. Esophagogastroduodenoscopy (egd) and colonoscopy results were negative for active bleeding and the patient did not experience dark/ tarry stools throughout his entire hospital stay. He was transfused 5 units of packed red blood cells (prbc's) and was discharged on (B)(6) 2015 with a hemoglobin of 9.7 g/l. The patient's anticoagulation was also changed to aspirin 81 mg prior to discharge.